Event description:
It was reported that during implant, the right ventricular lead exhibited loss of capture, loss of sensing and low impedance. The lead was not used and a new lead was implanted. There were no adverse consequences for the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).